Event description:
I inserted my enlite continuous glucose sensor and calibrated it in 3 hours as directed. Checked blood sugar levels before bedtime and recalibrated. Within 16 hours of sensor insertion, I began to receive a sensor error alert meaning my sensor was no longer communicating with my insulin pump. Contacted medtronic to troubleshoot with no success.